Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by caller who was patient's friend/family member that they did not think patient's inss were operational anymore because patient has incontinence. During call, caller was asked to use the patient programmer to check if patient was able to connect. Caller says patient was moved to a nursing home and the programmer was lost. Caller does not want the patient programmer replaced because patient was 'on the way out'. It was reviewed that MRI tech will need to confirm that inss are off for any MRI procedures. It was also reviewed the option of calling the healthcare professional (hcp) or contacting the manufacturer representative (rep) for assistance. No further complications were reported or anticipated.